Event description:
On the afternoon of (B)(6) 2022, the mother of the patient called the on call vad(ventricular assist device) coordinator reporting that patient's vad was alarming and had stopped working. The vad coordinator instructed the mother to call 911 and to call back once she was with the patient. Pt. Stated his vad had suddenly started alarming "vad stopped". At that time, he decided to switch out the controllers to see if the pump would restart. However, the new controller also alarmed "vad stopped". Vad coordinator instructed patient to wait for the ambulance and told him she would meet him in the emergency room. When the patient arrived to the emergency room, the vad coordinator attached the still alarming controller to the heartware monitor. The log files showed that the pump had been off for almost 2 hours. Therefore, the controller was removed from the patient because there was no way to restart the pump. Vad (ventricular assist device) coordinator sent log files from both of the heartware controllers to the medtronic rep. The rep reported that the patient had been in the process of switching to two new batteries when the vad stopped. The first battery was replaced. This new battery did not have a good connection. Therefore, when the second battery was removed for replacement, the pump had no pump and therefore shut off. Patient was admitted the hospital cardiac ICU. He had to be started on milrinone and levophed for support. FDA safety report ID# (B)(4).